Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, revision procedure was performed on (B)(6) 2012 due to alleged elevated metal ion levels and undefined complaints. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.